Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the insertion pipe was loose. The insertion section was damaged by physical stress. The chipping of the distal end reported by the user facility could not be confirmed. The adhesive of the bending section rubber was chipped. There was an abnormality in the appearance of the connector. The reported event may have been caused by a disconnection or short circuit in the imaging cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to the chipped distal end. Sorc inspected the device and found that when the bending section of the device was angulated, the endoscopic image disappeared and the monitor screen did not restore thereafter. There was no report of patient injury associated with the event.